Manufacturer narrative:
As reported, during a procedure using a 5f mynx vascular closure device (vcd), the patient experienced a loss to the right pedal pulse. There was no immediate acute ischemia. An antegrade ultrasound guided access was made to the right common femoral artery. Two punctures were required. The mynx device was used alongside an avanti brite tip 5f sheath. Hemostasis was achieved. The patient had a tibial percutaneous coronary intervention (pci). The patient had unknown cardiac issues. The mynx vcd was prepped according to the instruction for use (IFU). The angiogram did not show any disease in the superficial femoral artery (sfa). There was no presence of pvd/calcium in the vicinity of the puncture site. The first puncture, they lost wire access intraluminal. Therefore, the second puncture was done distally to the first. Standard deployment and angiogram confirmation were performed of the balloon inflation. No balloon resistance was felt, and hemostasis was achieved. While the patient was still in the cardiac cath lab, the nursing staff noted a change in the color on the right foot ten minutes after deployment. The pedal pulse was poor and indicated diminished blood flow. The patient however was transferred to the ward with no other symptoms. The following day, the right foot was pale in color in comparison to the left foot. The doctor ordered an ultrasound, which showed a high-grade stenosis of the sfa. A heparin infusion was initiated. The next day, a contralateral angiogram showed significant stenosis at the right bifurcation, the origin of the profunda and sfa. The angiogram showed a calibra changed mid sfa corresponding with the exact level of the mynx balloon in the distal proximal sfa and origin of the femoral artery. A surgical angioplasty resected and repaired a long segment of the intima that had pulled up and sat bunched at the origin of the sfa. The doctor believes a possible cause of the incident was the balloon caught under a lifted calcified plaque, and when the balloon was removed, it stripped a ¿friable intima.¿ the doctor is certified in mynx and has been using the device for the past 6-12 months. The resected intima was sent to pathology; however, the test results are not yet available. Hospitalization was extended but unsure the length of stay. The patient fully recovered. The groin and leg are normal. As of note: ¿physician does not think there was anything wrong with the device, it was a very unusual incident he believes will never happen again.¿ additional information received indicates that there was no device issue with the vista brite tip sheath. There was no relationship between the vista brite tip sheath and the adverse event. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Vessel damage, such as a dissection, is a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient. In this particular case, the patient had an antegrade approach into the sfa for a pci procedure. This involves the introduction of the sheath, stiff guidewires, balloons, catheters, and stents, as well as the mynxgrip device. Any of these devices could have led to the flow-limiting dissection and subsequent loss of pedal pulse reported. Additionally, the physician reported that a possible cause of the incident was the balloon caught under a lifted calcified plaque, and when the balloon was removed, it stripped a ¿friable intima.¿ the physician does not think there was anything wrong with the device, it was a very unusual incident he believes will never happen again. Therefore, procedural/handling factors most likely contributed to the issue reported. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it states that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, during a procedure using a 5f mynx vascular closure device (vcd), the patient experienced a loss to the right pedal pulse. There was no immediate acute ischemia. An antegrade ultrasound guided access was made to the right common femoral artery. Two punctures were required. The mynx device was used alongside an avanti brite tip 5f sheath. Hemostasis was achieved. The patient had a tibial percutaneous coronary intervention (pci). The patient had unknown cardiac issues. The mynx vcd was prepped according to the instruction for use (IFU). The angiogram did not show any disease in the superficial femoral artery (sfa). There was no presence of pvd/calcium in the vicinity of the puncture site. The first puncture, they lost wire access intraluminal. Therefore, the second puncture was done distally to the first. Standard deployment and angiogram confirmation were performed of the balloon inflation. No balloon resistance was felt, and hemostasis was achieved. While the patient was still in the cardiac cath lab, the nursing staff noted a change in the color on the right foot ten minutes after deployment. The pedal pulse was poor and indicated diminished blood flow. The patient however was transferred to the ward with no other symptoms. The following day, the right foot was pale in color in comparison to the left foot. The doctor ordered an ultrasound, which showed a high-grade stenosis of the sfa. A heparin infusion was initiated. The next day, a contralateral angiogram showed significant stenosis at the right bifurcation, the origin of the profunda and sfa. The angiogram showed a calibra changed mid sfa corresponding with the exact level of the mynx balloon in the distal proximal sfa and origin of the femoral artery. A surgical angioplasty resected and repaired a long segment of the intima that had pulled up and sat bunched at the origin of the sfa. The doctor believes a possible cause of the incident was the balloon caught under a lifted calcified plaque, and when the balloon was removed, it stripped a ¿friable intima¿. The doctor is certified in mynx and has been using the device for the past 6-12 months. The resected intima was sent to pathology; however, the test results are not yet available. Hospitalization was extended but unsure the length of stay. The patient fully recovered. The groin and leg are normal. The device will not be returned for analysis. As of note: ¿physician does not think there was anything wrong with the device, it was an very unusual incident he believes will never happen again¿. Additional information received indicates that there was no device issue with the vista brite tip sheath. There was no relationship between the vista brite tip sheath and the adverse event.